Event description:
A malfunction alarm was reported, identified as malfunction code 0, without any notable events preceding it. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, which resolved the issue, and instructed the customer to continue using the pump while advising them to report if the malfunction recurred.